Event description:
It was reported that guidewire tip detachment occurred. The patient presented with claudication. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 150cm, 8cm v-18 control wire was advanced but failed to cross the lesion. However, during removal of the device, it was noted that the tip of the wire broke off. The physician had to use scissors to remove broken part of wire tip and pulled the tip out of sheath. The device was completely removed from the patient and the procedure was completed successfully with another 150cm, 8cm v-18 control wire. No patient complications were reported.